Manufacturer narrative:
Where the event was traced to a component's failure (sensor failure, o-ring missing), the component was replaced and the device tested. Where the event was traced to calibration issue, the device was recalibrated and tested. Where event could not be replicated or the cause could not be conclusively established, the most suspected component was replaced and device tested. Serial numbers covered by this report: (B)(6).

Event description:
This vmsr report summarizes malfunction events. A review of the events indicated that module qvm2 (part number: 51-000082-00) experienced an issue when regulating gas sweep. There was no patient harm associated with these events.